Manufacturer narrative:
(B)(4) results of investigation: carefusion was able to verify the reported issue. During bench testing ventilator delivered rapid rattling noise during ventilation. The noise was coming from the ventilator¿s solenoid mount due to it firing during exhalation when peep is set above zero. All testing performed using a good known test patient circuit. The ventilator failed all tidal volume test¿s from the ltv final test. Internal inspection of the turbine assembly revealed the bypass valve was not seated properly. Carefusion replaced the bypass valve and the solenoid mount to address the reported issues.

Event description:
It was reported to carefusion that the unit was making a popping noise during exhalation and the unit also had unstable tidal volumes. The patient was placed on their back up ventilator with no harm.